Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report. (B)(4).

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
A few weeks ago the patients performance declined. No trauma has been reported.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely caused by minute device mobility. However, to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
A few weeks ago the patients performance declined. However, the patient is still responding to sounds and voices. No trauma has been reported. The patient is to be re-implanted but no date for surgery has been scheduled.

Event description:
A few weeks ago the pts performance declined. No trauma has been reported.